Manufacturer narrative:
B5 - lens was exchanged on (B)(6) 2023 with a same size, different power lens and problem was resolved. Patient is happy. Claim# (B)(4).

Manufacturer narrative:
A4-a6: unk. H6: user error. Claim#: (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm513.2 implantable collamer lens of -11.5/1.0/44 sphere/cylinder/axis was implanted into the patients right eye (od) on (B)(6), 2023. Reportedly, surgeon used wrong lens power for calculation +cylinder. Cause of the event was user error. A lens exchange is planned.